Manufacturer narrative:
The reported event was inconclusive. It was unknown whether the device had met specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. No sample was returned for evaluation. A potential root cause for this failure could be due to "incorrect diameter on form".the device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "description/indication the natural¿ catheter is a non-adhesive, all-silicone male external catheter designed for the management of male urinary incontinence. Contraindication do not use on irritated or compromised skin. Precautions do not use if allergic reaction occurs. For good hygiene, change catheter daily. Use of a single device for periods longer than 24 hours may increase the risk of complications. Applying strap tightly may cause injury to the penis from decreased circulation. Keep strap clean and dry. Directions: to apply catheter 1) wash penis with mild soap and warm water. Dry thoroughly. 2) trim pubic hair if necessary. 3) unroll catheter over penis. 4) gently wrap strap over catheter around penis and secure with hook and loop closure. Ensure strap remains over catheter sheath. (To maintain hook and loop closure function, keep hook and loop closed when strap is not in use.) Important: to avoid injury, do not overtighten strap. 5) connect to drainage device. To remove catheter 1) remove strap by separating hook and loop closure. 2) gently roll catheter off the penis." H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the urine was backing up and the male external catheters were coming off at night. Liberator representative provided application and usage instructions for the externals and the tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the urine was backing up and the male external catheters were coming off at night. Liberator representative provided application and usage instructions for the externals and the tubing.